Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing investigation by bettlach based on the investigation results, the complaint agrees with the complaint description ¿broken nail¿ as claimed by the customer. Thus, the complaint is confirmed. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4 dimensional inspection) as well as in the manufacturing documentation reviewed, no issue was identified. Since no manufacturing deficiency has been detected, this complaint is rated as not valid. Hence, no additional actions are required. Customer quality investigation based on photo: the implant(s) was not returned and instead will be do based on the supplied image(s) from the attachments (4 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition for broken could be confirmed as the nail was broken at the distal screw junction. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 472.401s, synthes lot number: 3l13249, supplier lot number: n/a , manufacturing date: 15feb2019 , manufactured by synthes bettlach, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown, event occurred sometime in 2019. This report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, patient underwent a hardware removal due to fractured proximal femoral nail anti-rotation (pfna). Originally, the proximal femoral nail anti-rotation (pfna) was implanted on (B)(6) 2019. There was no surgical delay reported. The procedure outcome and patient status were unknown. Concomitant device reported: pfna blade (part unknown, lot unknown, quantity 1); screw (part unknown, lot unknown, quantity 1). This report is for an unknown pfna nail. This is report 1 of 1 for (B)(4).